Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin the screen goes blank with lines across when customer boluses. Issue has been reoccurring for about a month. Battery life has also decreased. The device was not dropped, bumped, or exposed to moisture. Blood glucose was 210 mg/dl. Customer's father has used two different types of batteries in attempt to resolve issue. Self test was performed, pixels were black out and test did complete. Customer's father was advised to monitor device. New battery was sent. Customer called back on (B)(6) 2015 and stated the new battery cap did not resolve issues. Blood glucose was 215 mg/dl. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.